Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Reportedly, customer had refilled the cartridge. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of discharge was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and educated the customer on proper loading of a cartridge.

Manufacturer narrative:
Per tandem¿s user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.